Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during sedation while the device was inside the patient for an unspecified diagnostic procedure, the flex video scope instrument channel had black foreign material. The procedure was completed using the same device. There was no harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 9610595-2025-00127-00.

Event description:
No additional information received from the customer.